Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 424 mg/dl. Customer did not perform high blood glucose reading. Customer current blood glucose reading was 171 mg/dl. Customer blood glucose reading at the time of the incident was 424 mg/dl. Customer also had 63 mg/dl blood glucose reading. Infusion set was changed on (B)(6) 2017. The insulin pump was not worn in magnetic field area. Insulin pump will not be returning for analysis.